Event description:
During a retrospective complaint review per FDA audit response, the following is being reported. In 2002, it was reported that during a knee arthroscopy that the pump would not hold pressure. The pump was discontinued and the case was finished using gravity for distention. A 30 min delay was reported. No injury was reported.

Manufacturer narrative:
During evaluation of the product, it was found that the sensor display on the unit was inoperative and there was a sensor error. This was due to the unit being out of calibration. The unit would not hold pressure and the customer elected to go to gravity to complete the procedure.